Manufacturer narrative:
Pump was received with no button response due to flattened up and down button dome switch. No unexpected numbers ramping during testing. Pump was received with missing end cap sticker, cracked reservoir tube, scratched lcd window and cracked case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 271 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.